Event description:
It was reported to boston scientific corporation that an injection gold probe was intended for use during a procedure. According to the complainant, while preparing for the case, a 10fr injection gold probe was found to be in the 7fr injection gold probe package. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual examination revealed that a 10fr gold probe matching upn m00560100 was returned for analysis. However, the device was received without its original pouch. A dimensional analysis was performed which confirmed that the returned device met specification. The device, having been received without its original pouch, was insufficient to confirm the reported event. Therefore, the most probable root cause was undeterminable.

Event description:
Additional information: a gold probe was intended for use during a procedure; however, a 10fr gold probe was found to be in the 7fr gold probe package.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.

Event description:
It was reported to boston scientific corporation that an injection gold probe was intended for use during a procedure.according to the complainant, while preparing for the case, a 10fr injection gold probe was found to be in the 7fr injection gold probe package.no patient complications were reported as a result of this event.